Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the lens was found to be defective or damaged. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).